Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation tot he reported system error 105, which was not reproduced. The reported system error 105 occurred upon powering the device on thereby confirming the customer's allegation. This was found to be caused by a seized motor. The failed motor assembly was replaced.